Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this. Investigation summary: our quality engineer inspected the 2 photos submitted for evaluation. The reported issue of lie distance incorrect was confirmed upon inspection of the photos. However, bd cannot confirm the cause of the failure to our manufacturing process since no packaged sample was returned for evaluation. Examination of the actual product involved may provide clarification as to the cause of the reported failure. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system needle came covered in silicone. The following information was provided by the initial reporter: "the needle came covered by the silicone."